Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that the end of the driver tip was broken off and completely sheared off. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation. Therefore, engineers concluded that the probable cause was unintended use error caused or contributed to this event.

Event description:
It was reported that during the superion indirect decompression (ID) spacer implant procedure, the driver tip broke off during the sagittal wiggle application. The physician assessed the patient had a tight interspinous space causing resistance. The physician confirmed that the broken driver piece was removed and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that the end of the driver tip was broken. The damage to the driver was sufficient to prevent functional testing. Therefore, engineers concluded that the probable cause was unintended use error caused or contributed to this event. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Additionally, it also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression (ID) spacer implant procedure, the driver tip broke off during the sagittal wiggle application. The physician assessed the patient had a tight interspinous space causing resistance. The physician confirmed that the broken driver piece was removed and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned driver revealed that the end of the driver tip was broken off and completely sheared off. The damage to the driver was sufficient to prevent functional testing. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation. Therefore, engineers concluded that the probable cause was unintended use error caused or contributed to this event.

Event description:
It was reported that during the superion indirect decompression (ID) spacer implant procedure, the driver tip broke off during the sagittal wiggle application. The physician assessed the patient had a tight interspinous space causing resistance. The physician confirmed that the broken driver piece was removed and completed the procedure using another driver of the same model. The patient did well post-operatively.